Event description:
It was reported that following multiple successful dilatations of an esophageal stricture, utilizing various sized balloons, an esophageal perforation was noted. Surgical repair of the perforation was successful. The pt's condition is good. The device has been destroyed by the user facility and is unavailable for failure analysis. Co's follow up indicated no malfunction of the balloon was reported. This pt had recurring esophageal strictures and was considered to be a high risk pt. Therefore, co believes pt anatomy rather than a product problem contributed to this event. The directions for use state: "possible complications that may result from an allimentary tract balloon dilatation procedure include, but may not be limited to: perforation..."